Manufacturer narrative:
Patient requires quadriceps tendon repair on the affected knee due to trauma event. Poly inserts will be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient requires quadriceps tendon repair on the affected knee due to trauma event. Poly inserts will be exchanged during the procedure.